Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device again to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for unspecified microbes (22 cfu/channel). The testing result didn¿t clear the (B)(6) guideline. After that, ode sent the device again to a third party laboratory for additional microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, air/water channel and distal end of the device. Therefore, the testing result clear the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This device has not been returned to omsc but was returned to olympus (B)(4). Ode sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, the subject device tested positive for microbe as follows. Therefore, it didn¿t clear the (B)(6) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. Instrument channel: 6 cfu (enterococcus). Air/water channel: 1 cfu (unspecified microbe). Distal end: environmental microbe (the number of microbe is unknown.) The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the air/water channel of the subject device tested positive for microbe. The type and number of microbes are unknown. Other detailed information such as the reprocessing method was not provided. There was no report of patient infection associated with this report.